Event description:
It was noted that the hemostasis valve was leaking when the pentaray (johnson & johnson) was advanced during a carto (non-abbott) case. There were no adverse patient consequences.

Manufacturer narrative:
Additional information g3, g6, h2, h3, h6. The reported event of a leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.